Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that they were unable to insert the angio-seal device assembly. It was too difficult to insert the locator/insertion sheath assembly into the artery. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Type of procedure performed: hemostasis. It was too difficult to insert the assembly into the artery as there was a step difference between the insertion sheath and the locator. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The procedure performed was hemostatis. No equipment or other devices were used with the above product. The reported incident did not result in a patient injury or necessitate medical or surgical intervention.